Event description:
The customer reported that this unit intermittently unexpectedly shuts down. Cycling the power restores functionality. There was no report of pt involvement.

Manufacturer narrative:
The factory has not yet rec'd the device for evaluation and this complaint is still under investigation.